Event description:
Subsequent to the initial medwatch report, additional information received indicated that the sheath size used was 6f and the physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, when the plunger was pulled back no sutures were present. A second proglide device was used with the same result. A sheath was placed after the second proglide failed. Manual arterial compression was applied to achieve hemostasis. Reportedly, the patient complained of pain during insertion of the proglide device both times. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch MFR number.